Manufacturer narrative:
Visual and functional inspections was performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was treat a moderately calcified ramus circumflexus (rcx). The 4.0x12mm nc trek balloon dilatation catheter ruptured at 16 atmospheres during the first inflation. Another nc trek was used to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.